Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was on impella 5.5 support and had some sustained ventricular tachycardia overnight and was shocked twice and reintubated. Per the registered nurse, they repositioned the impella overnight, pulled back about a centimeter, and did an echocardiogram to confirm the position. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of positioning issues and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.